Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.75x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the shaft kinked and fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found the midshaft was kinked at the port bond and 15mm proximal of the port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.75x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the shaft kinked and fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.